Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle was pulled back to activate while cutting and sealing and would stay in the on position. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The product will reportedly not be returned to maquet cardiovascular as it was discarded.